Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected revealed the elective replacement indicator (eri) was due to high battery impedance which was logged on (B)(6) 2011, prior to explant. Ramware version 8 software was installed on (B)(6) 2011. (B)(4) , the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that there was possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.